Event description:
It was reported that upon initial implant, the epileptologist came to the operating room to program tachycardia detection and when do so, the patient¿s heart rate doubled that of baseline. The physician decided to leave detection off until post operative appointment. Sensitivity level was set at 3. No additional information has been received to date.